Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was very slow. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was very slow.there were no adverse events or injuries, or delay reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: b5. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was very slow. A technical support specialist confirmed that the station slowness issues were due to missing indexes as well as database size exceeding 10 gb. The tss dropped the database and resynchronized it to resolve the issue. After the process, the database size was reduced to 6.5 gb, and the system was running smoothly. The system functioned as intended after the technical support specialist troubleshot the device.